Manufacturer narrative:
(B)(4). Unit received with blank display due to shifted battery tube assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Unit received with cracked battery tube area. Tested with a test p-cap and the test p-cap locked in place properly.

Event description:
Information received by medtronic indicated that the insulin pump had crack on back near battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.